Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-20037 - device 3 of 3. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion sets cannula kinked events, first on (B)(6) 2024, second on (B)(6) 2024. All the events occurred after 3 hours of insertion and the insertion site was at abdomen for first event and upper buttocks for second event and thigh for third event. The sets were in use for 3 hours to 1 day. The patient replaced infusion set and resumed insulin successfully for the first event and went to the hospital for event noticed on (B)(6) 2024. The patient was subsequently hospitalized and admitted to intensive care unit on (B)(6) 2024. The blood glucose level at the time of hospitalization was 390 mg/dl and there was high ketone level. Hospital care professionals identified ketone level as dangerous and life threatening. The patient attempted to resolve the event by delivering injection via multiple daily injection (mdi) and changed out infusion sets and cartridge. Patient also changed the vial of insulin used. The patient was treated with intravenous and fluids of saline, magnesium and potassium and was released from hospital on (B)(6) 2024. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.